Event description:
The patient experienced hemoptysis during the cardiomems implant. The command guidewire was identified by the physician as the device that perforated the pulmonary artery. A code was called, anesthesia was applied, and the patient was intubated and admitted to the ICU. The cardiomems delivery system and the guidewire were all removed, and the implant was aborted. Following ICU admission, the patient was stable and required no other intervention. There were no performance issues with the sensor and delivery catheter.

Manufacturer narrative:
The following components were received in the return: catheter assembly with tether wires and sensor intact loaded through sheath. The command guidewire from the implant was not returned. Inspection of the hub was found to be normal. Visual inspection of the sensor identified a lift from the delivery system and the sensor was shifted towards the distal end of the catheter. This type of placement is indicative of forces applied to the sensor during use. Inspection of the length of the catheter was found to be normal, with minimal kinking or use damage. The results of the investigation are inconclusive. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.